Event description:
Autosuture endostitch did not function properly during a surgical procedure. The device would not pass the needle from side to side, and it was also difficult to load. Device was being used during a laparoscopic fundoplication.